Manufacturer narrative:
Internal complaint number: (B)(4). Investigation results pending evaluation of device.

Event description:
It was reported that the patient's pump was explanted. The date and reason for the explant is unknown.

Manufacturer narrative:
Internal complaint number: (B)(4). Complaint (B)(4) was issued for an "unknown reason". The investigation confirmed an issue with the pumps flow. The cause of the issue is undetermined. Engineering tested the functionality of the pump. The pump was successfully inquired and refilled. Attempts to prime the pump failed. This pump was shipped on 11/18/2015. The implant date, explant date, and reason for return are unknown. The maintenance and handling of the pump while with medtronic, also cannot be accounted for, therefore, no further testing will be performed.